Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her breasts and back described as red and itchy skin. Patient reports having a reaction to adhesive as well as nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her use cortisone cream and benadryl. Patient has also been removing the lifevest at times. Follow up indicated that the skin irritation is improving.